Event description:
Additional information received from the manufacturer¿s representative (rep) reported engineering was going to be meeting with the patient the following week to mitigate the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the tel-m application was able to successfully connect to the ins via the communicator using the reset command and update the ins firmware. After the reset, the clinician therapy application and patient therapy application were able to successfully communicate with the patient's ins and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Section d10 references: product ID a610, lot#/serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the hcp could not interrogate the patient's device with two different tablets but had been able to interrogate three other patients today with no issue with those tablets. The hcp indicated to the rep that the patient could connect to the ins with their patient programmer (pp) with no problem. Ts reviewed known issues and possible causes. The rep will try to meet with the patient today or tomorrow to see if they can connect to the ins with their tablet. The rep will attempt to get to the clinic to pull logs from hcp tablets and verify that the correct app versions and logs were being used from the rep's tablet. The rep also stated that hcp also said they could not connect to ins the last time the patient was in the office (date unknown at this time). No issues were reported. Additional information received from the manufacturer¿s representative (rep) reported multiple tablets wouldn¿t connect with the implant, but they were able to get the patient remote connected to adjust settings. The device was set to require proximal telemetry for on/off and when they try to turn the implant off the connection failed.